Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 45 mg/dl. The customer also reported that he thought his sensor and blood glucose reading values were not within an acceptable range. The product was not returned. Nothing further to report.